Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure it was noted that the right ventricular (rv) lead had high pacing impedance. The rv lead was exchanged and a new rv was implanted on (B)(6) 2021. The patient was stable throughout the procedure.